Event description:
It was reported that during use of the emboshield nav 6 embolic protection system (eps) the wire was noted to be unstable and a portion of the delivery catheter (dc) pod separated while in the patient. Therefore, the eps was removed, including the separated portion of the dc pod. In a video of the eps provided from the account the delivery catheter pod appears to be torn. Another emboshield nav6 was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported torn pod and material separation was confirmed. The reported support issue was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A definitive cause for the torn and separated pod could not be determined. There was no separation noted during preparation or during advancement into the anatomy, indicating that the damage likely occurred during use in the patient. It may be possible that the distal portion of the delivery catheter was restricted in the anatomy or interacted with calcification during advancement resulting in a tear to the pod and separation during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.